Manufacturer narrative:
At the 30-day follow-up about a month and 10 days after the procedure, it was reported that the patient had a sudden onset of a transient ischemic attack about 3 days ago which was believed to be related to low blood pressure. He suffered from aphasia and right hemiparesis that fully resolved in less than 24 hours with no residual deficits. It is currently unknown if treatment was provided to the patient. He is going to be re-evaluated by cardiology and get a CT perfusion scan. The device remains implanted in the patient; therefore the device is unavailable for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: 6mm angioguard rx, catalog number 601814rmc, lot number 35220536.

Event description:
As reported by the (B)(4) registry, a patient suffered from chest pain about 30 minutes after a procedure in which the patient had a 9x40mm precise pro rx stent implanted in the carotid artery. The patient was diagnosed with a new myocardial infarction (mi). The patient was discharged 11 days after the event and procedure. The target lesion was located in the right distal internal carotid artery with a length of 24mm and a diameter of 5mm. The ulcerated lesion was moderately calcified in a concentric manner with a stenosis rate of 80%. There was no target lesion thrombosis. The vessel was a type ii arch vessel with moderate tortuosity. The patient also has an occlusion in contralateral carotid artery. The patient had an nih and rankin stroke scale score of 0, and was symptomatic before the procedure. The patient had been admitted on this occasion due to a stroke. The patient apparently had complaints of chest pain for about 3 years prior to his admission, however did not tell anyone about this chest pain on admission for the stroke. Approach was made with a 6mm angioguard rx embolic protection device, which was deployed past the lesion, and pre-dilation was performed. Then, a 9x40mm precise pro rx stent was implanted at the target lesion, leaving a final stenosis rate of 40%. The lesion was resistant to pta. The angioguard was then retrieved and it is unknown if the basket had debris. However, approximately 30 minutes after the procedure, the patient suffered from chest pain with pressure, elevated cardiac enzymes and EKG changes. It was documented as not related to the index procedure. The patient had recurrent ischemic pain. The patient had a coronary angiography and ECG performed. A cardiology consult was called. They did a cardiac catheterization and placed a cardiac stent. The patient was discharge about 11 days after the procedure/event with an nih and rankin score of 0.

Manufacturer narrative:
Additional information: it was reported by the contact that the patient was readmitted about a month and 11 days after the index procedure due to ongoing tias that are all found to be related to the patient¿s low blood pressure. It is believed that the patient had a total of 7 tias. The blood pressure ranges are unknown. The symptoms of the tia include right hand weakness and aphasia. It was found that the low blood pressure was being caused by the patient¿s cardiac medications. The patient gets chest pain when blood pressure increases. The low blood pressure was not associated with any target vessel thrombosis or restenosis. During a clinic visit concerning the ongoing tias, the patient was instructed to go to the ER the next time he experienced another tia in order to receive a CT perfusion scan. The patient received a repeat cardiology consult in attempts to find a happy medium for medications. A CT perfusion scan was performed, and found no new stroke. The CT perfusion scan did also reveal an area "tissue at risk" on the left side. The physician is considering a left edas surgery but not definite plan as of yet. The patient was discharged 3 days after readmission in stable condition. Complaint conclusion: as reported by the (B)(4) registry, the patient was a (B)(6) male with a medical history of hyperlipidemia, congestive heart failure, myocardial infarction which resulted in 4xcabg and coronary percutaneous revascularization with a stent, hypertension, ischemic cardiomyopathy with severe left ventricular dysfunction (lvef 20%) and atrial fibrillation with an aicd. This patient also had a prior left carotid endarterectomy, previous stroke, and a contralateral carotid occlusion. The target lesion was located in the right distal internal carotid artery with a length of 24mm and a diameter of 5mm. The ulcerated lesion was moderately calcified in a concentric manner with a stenosis rate of 80%. There was no target lesion thrombosis. The vessel was a type ii arch vessel with moderate tortuosity. The patient had an nih and rankin stroke scale score of 0, and was symptomatic before the procedure. The patient had been admitted on this occasion due to a stroke. The patient apparently had complaints of chest pain for about 3 years prior to his admission, however did not tell anyone about this chest pain on admission for the stroke. Approach was made with a 6mm angioguard rx embolic protection device, which was deployed past the lesion, and pre-dilation was performed. Then, a 9x40mm precise pro rx stent was implanted at the target lesion, leaving a final stenosis rate of 40%. The lesion was resistant to pta. The angioguard was then retrieved and it is unknown if the basket had debris. However, approximately 30 minutes after the procedure, the patient suffered from chest pain with pressure, elevated cardiac enzymes and EKG changes. The patient was diagnosed with a new myocardial infarction (mi). It was documented as not related to the index procedure. The patient had recurrent ischemic pain. The patient had a coronary angiography and ECG performed. A cardiology consult was called. They did a cardiac catheterization and placed a cardiac stent. The patient was discharge about 11 days after the procedure/event with an nih and rankin score of 0. At the 30-day follow-up about a month and 10 days after the procedure, it was reported that the patient had a sudden onset of a transient ischemic attack about 3 days ago, which was believed to be related to low blood pressure. He suffered from aphasia and right hemiparesis that fully resolved in less than 24 hours with no residual deficits. It was reported by the contact that the patient was readmitted about a month and 11 days after the index procedure due to ongoing tias that are all found to be related to the patient¿s low blood pressure. It is believed that the patient had a total of 7 tias. The blood pressure ranges are unknown. It was found that the low blood pressure was being caused by the patient¿s cardiac medications. The patient gets chest pain when blood pressure increases. The low blood pressure was not associated with any target vessel thrombosis or restenosis. During a clinic visit concerning the ongoing tias, the patient was instructed to go to the ER the next time he experienced another tia in order to receive a CT perfusion scan. The patient received a repeat cardiology consult in attempts to find a happy medium for medications. A CT perfusion scan was performed, and found no new stroke. The CT perfusion scan did also reveal an area "tissue at risk" on the left side. The physician is considering a left edas surgery but not definite plan as of yet. The patient was discharged 3 days after readmission in stable condition. The device remains implanted; therefore, it is not available for analysis. A device history record (DHR) review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of the lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. A myocardial infarction (mi) results when a coronary vessel becomes completely obstructed and blocks the vessel from supplying blood to the heart muscle, causing the heart muscle to die. The most common cause of an mi is coronary atherosclerosis, a gradual process by which plaques of cholesterol are deposited in the walls of the coronary arteries, leading to coronary artery disease. While an mi is provided in the IFU as a potential complication with carotid stent implantation, the procedure does not directly affect the heart, but rather indirectly with the physical stress of the surgical procedure, especially if the patient was predisposed to the event. It is known that the patient has a history of hyperlipidemia, congestive heart failure, previous myocardial infarction which resulted in 4xcabg and coronary percutaneous revascularization with a stent, hypertension, ischemic cardiomyopathy with severe left ventricular dysfunction (lvef 20%) and atrial fibrillation with an aicd. Review of the information provided suggests that the progression of the patient¿s medical history contributed to the reported event. There is no information to suggest that there is a design or manufacturing related issue, therefore, no corrective action will be taken.

Manufacturer narrative:
The clinical events committee (cec) disagreed that an mi which meets the criteria occurred. Additional information was provided by the clinical events committee: per cardiology consultation on (B)(6) 2014, post-procedure the patient developed chest pain associated with troponin elevation. ¿troponin started at 0.19 and had increased to 3.47 on the day of consultation and had not yet peaked.¿ it was noted that the patient experienced exertional angina for the past three years, mainly with exertion, occurring once or twice a week. He was administered nrg paste and was planned to undergo coronary angiography. Diagnostic coronary angiography was performed on (B)(6) 2014. There was no change from previous coronary angiography in 2011. No intervention was warranted. Pre-discharge on (B)(6) 2014, the nih stroke scale score was 0 and the rankin stroke scale score was 0. The patient was discharged on (B)(6) 2014 on asa and clopidogrel. Additional lab/tests were provided: (B)(6). Additional medical history was provided: history of tia. Per cardiology consultation report, the patient had cva in 2005 and was admitted on (B)(6) 2014 with acute stroke. Additional medications were provided: nitroglycerine (nrg) paste. The additional information that was recently obtained on the event suggests that the patient did not have a myocardial infarction. Instead the patient had chest pain and a troponin elevation with no changes noted on the angiography. Therefore, this event no longer meets the required criteria for medical device reporting since chest pain and troponin elevation is not reportable. No further reports will be forthcoming.